Event description:
It was reported that a user reconnected to the ilet after a week off therapy, performed a supply change with an inset infusion set without using the applicator correctly, and observed ¿bg run mode expired¿ followed by sustained hyperglycemia while using a g7 cgm. The user also disconnected for a bath during the high and had recently run out of injection insulin, resulting in missed dosing. Symptoms included hyperglycemia and irritability. Outcomes included delay to therapy and the need for medication intervention, without serious injury. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem, specifically an improper or incorrect procedure during infusion set insertion involving the cannula, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user reported glucose subsequently returned to range.